Event description:
The device was used during a low anterior resection. Reportedly, the anvil did not tilt and tissue from the anastomosis site was torn. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.